Event description:
More than 4 years post implant procedure, the patient presented with buttock and leg pain. A cta on (B)(6) 2026 shows the right ibd is occluded, and the occlusion extends to right popiteal. The physician noted that the left internal iliac was also occluded. Physician stated that it looks chronic and likely occluded some time ago. On further imaging review the physician noted that the occlusion extends through the right-side bridging limb and up into the main body. Dr plans to attempt an embolectomy to re-establish flow down right leg. No secondary intervention planned for left internal iliac. Dr will get haematology department to review patient for potential clotting disorder. Related complaints: (B)(4): zbis-12-45-41 lot number a1122600 cta scan review by physician on (B)(6) 2026 showed that the right ibd was occluded, and the occlusion extends to right popiteal. (B)(4): zbis-12-45-41 lot number a112257 left internal iliac noted to be occluded during imaging review by physician on (B)(6) 2026.